Event description:
Patient reported right side pain. An MRI detected "folds" and "peri-implant fluid." Analgesics were given as treatment. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported the patient experiencing mastalgia and sporadic swellings on the right breast. Treatment of analgesics was given. Patient additionally reported via imaging that "sometimes a lump appears and disappears, on my previous exams a minimal amount of fluid also appeared. The results have no constancy.". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain. An MRI detected "folds" and "peri-implant fluid." The device remains implanted.